Manufacturer narrative:
Data downloaded from the device returned an 0x29 alarm, indicating the device transitioned to deactivation due to an auto-off command. This is a feature of the device and not a malfunction. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl or over while wearing the pod between 1 and 4 hours. Caller stated the adhesive loosened, causing the cannula to dislodge from the infusion site (back). As treatment, a manual injection was delivered and patient drank water.